Event description:
It was reported the patient was unable to set the ipg MRI mode due to ipg nearing possible premature end of life. Surgical intervention may occur later to address the issue.

Manufacturer narrative:
Date of event is estimated.

Event description:
Additional information was received wherein the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.